Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided, the cause of the reported cardiac arrest remains unknown.

Event description:
Following an atrial fibrillation procedure, the patient suffered a cardiac arrest after being transported to their bed and devices had been removed. The patient had briefly regained consciousness prior to the arrest. The patient stabilized and was sent to ICU to recover. The physician stated that the cardiac arrest was not due to procedural complications. It is unknown what contributed to the cardiac arrest.